Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "black spots" were observed inside the header of a prismaflex st 100 during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed black particulate inside the access pressure pod. The lines of the set are provided by a baxter internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the presence of the particulate was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.